Manufacturer narrative:
The customer complaint of a safety clamp alarm was confirmed through a review of the logs, however no alarms was replicated during testing. Review of the returned pump module event logs was performed and determined that the final infusion occurred on (B)(6) 2018 at 11:30 am. During this infusion six flo-stop open alarms occurred with the last alarm occurring at 12:01 pm. The pump module was powered off a few seconds after the last flo-stop open alarm. During initial functional testing the returned pump module was found to continue to home the motor with no set installed and the door closed. A properly functioning device should home the motor only once when the door is opened and not continue to home with the door closed. After thorough testing of the pump module device the cause of this issue could not be definitively determined. Continued testing of the customer¿s returned device for the safety clamp alarm confirmed a slightly more sensitive door sensor circuitry when compared against a cad test device, however no device malfunction occurred for this report. With the pump module door fully closed the device operated without alarms or malfunctions and alarmed as expected when the door was opened. The user should ensure that the pump module door is fully closed before starting any infusions to help reduce the likelihood of nuisance alarms. The broken air-in-line assembly and the door will be replaced by the repair depot as a preventative measure. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported the device was received in clinical engineering from a patient care unit with an note that it alarmed with an error. The device was evaluated by clinical engineering and identified a safety clamp error. There was no report of a patient event.